Event description:
It was reported that during surgery device was cutting deep. It is unknown whether there was any patient impact or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in australia. H11: d10 medical product : 2 inch width plate catalog #00880200200 lot#unk serial#unk. 1 inch width plate catalog #00880200100 lot# unk serial#unk. 3 inch width plate catalog #00880200300 lot# unk serial#unk. 4 inch width plate catalog #00880200400 lot# unk serial#unk. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.